Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed with the customer that the station was fully operational. The drawer was working so no further investigation required for this device. The system functioned as intended after the fse investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 failed and required maintenance, which located on sh4ms d. The customer attempted to recover storage space, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.